Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per journal leukemia & lymphoma study: "dvts were observed in patients presenting with symptomatic upper extremity edema on the same side. Dvts extended from the brachial vein proximally to the subclavian vein." (P. 1474). Reference: deep venous thromboses in patients with hematological malignancies after peripherally inserted central venous catheters. Ha tran, martha arellano, abbas chamsuddin, christopher flowers, leonard t. Heffner, amelia langston, mary jo lechowicz, allen tindol, edmund waller, elliott f. Winton & hanna j. Khoury.